Manufacturer narrative:
. One opened broken phacoemulsification tip in a specimen container with liquid was received. The phacoemulsification tip was visually inspected and deemed nonconforming. The phacoemulsification tip was broken 1/4" from the distal end with a lightly jagged edge. The phacoemulsification tip had even wall thickness. There was wear on the threads, back of flange and nut corners, that was consistent with use. A review of the device history record traceable to the possible lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. Two photos were reviewed. Photos are of two pak labels and a broken phacoemulsification tip with wrench. The reported complaint, product and possible lot information is confirmed. The complaint evaluation confirms, the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined, from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. No specific action with regard to this complaint was taken, because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification, during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a fragmentation needle broke and fell to the back of the patient¿s eye during a procedure and when it was retrieved, it caused a retinal detachment.